Event description:
It was reported a peritoneal dialysis (pd) patient experienced a connection issue with a minicap and a minicap transfer set , specified as the tip of the transfer set was not fitting properly to the minicap. The issue was noted a ¿couple¿ of days after the transfer set was placed. Five days after the transfer set was placed, the patient presented to the emergency room and was subsequently diagnosed with peritonitis. The following day, the transfer set was replaced. It was not reported if the patient was admitted for the event. Treatment for the peritonitis was not reported. The patient outcome and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: in addition to the tip of the transfer set not fitting properly to the minicap, it was also reported ¿multiple¿ minicaps were used (unreported quantity) and iodine would leak out. Should additional relevant information become available, a supplemental report will be submitted.